Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml one tube was missing a label the following information was provided by the initial reporter: mycobacterium culture tubes were found to have quality problems 1 piece without label.

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1273608 was satisfactory per internal procedures. Formulation, filling, torqueing, and labeling processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on this batch for a cap defect, labeling, and leaking. Retention samples from batch 1273608 (100 tubes) were available for inspection. No packaging defects were observed in 100/100 retention samples for leaking, missing caps, or labeling. All 100/100 retention sample tubes had a secure cap. All 100/100 retention tubes had properly affixed and legible labels and a scannable barcode label. Two photos and one video were received to assist with the investigation: the video shows one tube from batch 1273608. The media fill does appear less than expected possibly from a tube that was leaking. The second photo shows one tube from batch 1273608. The cap on this tube is missing. The last photo shows one tube without a label. No returns were received to assist with the investigation. The complaint can be confirmed based on the evidence provided by the photos and video for missing cap, leaking, and missing label. No actions are indicated at this time as no trends were observed for any of the complaint defects. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml one tube was missing a label. The following information was provided by the initial reporter: mycobacterium culture tubes were found to have quality problems 1 piece without label.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.